Event description:
The micro drill medium straight attachment was returned to stryker instruments for service. During functional testing by a service technician, it was found that the device was overheating. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The event was confirmed by the technician through functional evaluation, disassembly and visual inspection. The device failed for heat due to corrosion affecting the components including the bearings. Corrosion may affect the rotational and design properties of the device causing the symptoms. The device was scrapped at the manufacturer.

Event description:
The micro drill medium straight attachment was returned to stryker instruments for service. During functional testing by a service technician, it was found that the device was overheating. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.